Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section d3: date of event is estimated.

Event description:
It was reported patient's ipg reached end of life. It is unknown if this occurred prematurely. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the entire system was explanted and replaced. Therapy was restored post-op.